Manufacturer narrative:
Device evaluated by MFR: peripheral cutting balloon device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. Positive pressure was applied when di water was observed to be leaking from a balloon pinhole located approximately 11mm distal of the proximal markerband. Visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified graft anastomosis. A 6.00mm / 2.0cm / 50cm peripheral cutting balloon catheter was advanced for dilatation. However, during first inflation at 7 atmospheres for 3 seconds, the balloon ruptured at the lower part of the blade. The device was removed, and blood was found inside the indeflator. The procedure was completed using the device as it is. No patient injuries reported, and the patient condition was good post-procedure.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified graft anastomosis. A 6.00mm / 2.0cm / 50cm peripheral cutting balloon catheter was advanced for dilatation. However, during first inflation at 7 atmospheres for 3 seconds, the balloon ruptured at the lower part of the blade. The device was removed, and blood was found inside the indeflator. The procedure was completed using the device as it is. No patient injuries reported, and the patient condition was good post-procedure.